Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical aortic valve (sav) failing with severe regurgitation and degeneration, a pre-implant balloon aortic valvuloplasty (bav) was attempted using an 18 mm balloon. On inflation of the balloon, the balloon burst. The valve was implanted, however in the left anterior oblique (lao) view the valve appeared under-expanded. The valve was fully released with the intention of post dilating to achieve maximum expansion. The implant team felt that the valve did not fully expand due to the insufficient pre-bav and the calcification of the previous sav leaflet. The transcatheter valve was then post dilated to ensure further expansion. Following the post bav, moderate central aortic regurgitation (ar) was reported. An echocardiogram indicated damage to the transcatheter valve. A second, non-medtronic transcatheter valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed on the valve and delivery catheter system (dcs) and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that a post balloon aortic valvuloplasty (bav) was performed following the implant of this transcatheter valve due to the valve was under-expanded. The cause of the valve incomplete expansion cannot be determined with the limited information available. In this case, it was reported that the implant team felt that the valve did not fully expand was due to the insufficient pre bav and the calcification of the previous surgical aortic valve (sav) leaflet. Per the instructions for use (IFU), in the event that "if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing." As a result of the post bav, a valve leaflet was torn and led to moderate central regurgitation. In this case, the type of balloon used for the post bav and the pressure used to inflate the balloon were not reported. A relationship between the post bav and leaflet damage cannot be evaluated and reached. Based on the event description information, preliminary assessments of the cause(s) of the leaflet damage reported in the event description, suggest that the dcs could have damaged the leaflet during withdrawal attempts. The reported event indicates that the dcs was unable to be withdrawn following the implant of the valve. It was reported that the nosecone of the dcs was catching on the inflow crowns of the valve. Difficulties inserting and removing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, the implant team felt that the valve did not fully expand due to the insufficient pre bav and the calcification of the previous sav leaflet. Without receipt of the pre-case plan, the suitability of the access vessels cannot be independently confirmed. A conclusive cause of the difficulties was unable to be determined given the limited information available advancement / removal difficulties do not typically indicate a device issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that the delivery catheter system (dcs) was unable to be withdrawn following the implant. It was reported that the nose cone of the dcs was catching on the inflow crowns of the valve. Multiple wires and manipulation were used to withdrawn the dcs. Eventually the dcs was able to be withdrawn with the use of a medtronic guidewire. The insufficient pre implant bav and calcified leaflet also play a role in the difficulties withdrawing the dcs. The physician reported that severe valvular aortic regurgitation (ar) was seen on an echocardiogram. This was suggestive of a torn commissure. A broad jet of ar originating from the commissure with one-third of the valve orifice filling with ar indicated to the physician that the leaflet was torn. According to the physician, the leaflet on the non-coronary cusp (ncc) appear to be the damaged leaflet. Transthoracic echocardiogram (tte) also looked as if the valve skirt may have torn. It was reported that there was some leak into the sinus of valsalva (sov) as well. According to the physician, it was presumed that the delivery catheter system (dcs) damaged the ncc leaflet during withdrawal attempts, as it was difficult to remove the dcs from the ventricle. It was reported that it took approximately 60 additional min utes to withdrawn the dcs. No additional adverse patient effects were reported. Section d information references the main component of the system. Other relevant device(s) are: product ID envpro-14 serial/lot (B)(6) use by date 2022.11.25 UDI (B)(4) updated b5. Updated d10. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.